Manufacturer narrative:
The investigation has been completed. A device history record (DHR) review was performed and found no non-conformances that would cause the reported malfunction. All records indicate that the device was manufactured in accordance with all applicable procedures. The instructions for use (IFU) states: the possibility of infection by insufficient reprocessing. ¿do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. Doing so could damage the camera cable.¿ the root cause could not be conclusively determined. Probable causes that could have led to the reported event include that an unexpected stress was applied to the cable unit or to the head due to the user¿s improper handling, causing malfunction.

Manufacturer narrative:
As the device was not returned for evaluation, we are unable to determine a root cause for the reported event. If additional information becomes available or the device is returned for evaluation, a supplemental report will be filed.

Event description:
A user facility reported an image problem on a camera head. They were not getting a picture while preparing for a procedure. No patient harm or injury was reported. No additional information has been obtained.